Event description:
The manufacturer received information alleging a ventilator's flow pressure was irregular. There was no harm or injury reported. The device¿s tubing was observed to be pinched. The tubing was reseated to address the issue and the device was recalibrated.